Manufacturer narrative:
(B)(6). (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a reverse shoulder arthroplasty, when opening the packaging for the humeral tray, the ring appeared to be slightly deformed. The surgeon attempted to seat the humeral bearing into the tray, regardless of deformation, and it would not engage with the poly. A new implant was opened and used to complete the procedure. No patient consequences were reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Concomitant medical products: arcom xl 44-36, std hmrl brng, lot#812300, item# (B)(4). The reported event is confirmed. Products were returned; the visual inspection identified that the returned portion of the lock ring appeared twisted, which in turn would not allow the lock ring to retract into the lock ring groove. The dimensional inspection noted that the lock ring was within specifications. The visual inspection also noted that the returned portion of the lock ring was bent. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. It was also noted that the humeral bearing assembly tool was not used during the procedure. The root cause is attributed to the operational context. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The following report is submitted to relay additional information.

Manufacturer narrative:
(B)(4).